Manufacturer narrative:
Other, other text: g5, d4: UDI, expiration date and h4: manufacture date are unknown, no product information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable leaks occurring by the filter, instead of where air needs to come out. No patient injury.

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.